Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06544. (B)(4) clinical study. It was reported that cardiac chest pain and stent restenosis occurred. In (B)(6) 2015, the subject presented due to unstable angina and was hospitalized on the same day. The subject underwent stenting with a 3.5 mm promus drug-eluting stent for the 70% stenosis located in mid rca probably due to isr of the previously implanted 3.5 x 16 mm promus element plus drug-eluting stent. In (B)(6) 2016, patient was diagnosed with cardiac chest pain and was hospitalized on the same day. Subsequently, the event was treated by placement of a stent in the mid right coronary artery (rca) probably due to the in-stent restenosis of the 3.5x16mm and 3.5mm promus drug-eluting stents implanted in (B)(6) 2015 respectively. The following day, the event was considered as resolved and patient was discharged on aspirin and clopidogrel.